Manufacturer narrative:
Patient city: (B)(6) patient country: netherlands. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in netherlands. It was reported that the patient experienced insulin over delivery event on (B)(6) 2026, which led to severe hypoglycemia. The patient stated that approximately 30 units of insulin were unintentionally delivered, which occurred because the patient remained connected during the pump's rewind/prime sequence. Due to the low blood glucose level, the patient required emergency medical treatment, including ambulance assistance and a glucose infusion. No further information available.